Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the black box showed one loss of prime associated with a cartridge change on (B)(6) 2015; there were no valid loss of prime warnings observed in the black box. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with nausea, vomiting, polyuria and poldypsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient self-treated with insulin via injection. During troubleshooting with customer technical support (cts), it was determined that the user was using the cartridge per its instructions for use and the rewind, load and prime steps were completed after a cartridge change. The reporter stated that the loss of prime had occurred with at least 3 cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.